Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. Following stent placement, a 20 mm x 3.25 mm nc quantum apex balloon catheter was advanced for post dilatation. However, during inflation, the balloon ruptured. Another 3.25 mm x 30 mm quantum apex balloon catheter was advanced and dilated the lesion. However, during inflation, the balloon ruptured. No patient complications were reported.